Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the adapter broke at the header. The physician explanted and replaced the adapter on (B)(6) 2008. The explanted adapter was returned to ans for eval. F/u on the patient found no further issues reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Adapter fails continuity testing and appears to have been twisted near the terminal end. All wires broken in the header. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.